Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the sheath kinked upon insertion is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. Other remarks: also refer to related complaint MDR #1219856-2017-00147 and tc # (B)(4).

Event description:
It was reported that while in the operating room (or) the md encountered difficulty on insertion of a sheath. The md attempted to insert the sheath to the intra-aortic balloon (iab) and it was unsuccessful with "crimping" of the sheath. A second, iab was opened and an insertion was attempted with a new sheath and the sheath "crimped" again. A third, iab insertion was attempted with a 40cc iab kit and the sheath and balloon were successfully, inserted. There was no reported death or serious injury to the patient. A report in delay in therapy but no harm caused to the patient. Patient outcome: patient was successfully weaned from the intra-aortic balloon pump (iabp) following cardiac surgery.

Manufacturer narrative:
(B)(4). Other remarks: also refer to related complaint MDR #1219856-2017-00147 and (B)(4).

Event description:
It was reported that while in the operating room (or) the md encountered difficulty on insertion of a sheath. The md attempted to insert the sheath to the intra-aortic balloon (iab) and it was unsuccessful with "crimping" of the sheath. A second, iab was opened and an insertion was attempted with a new sheath and the sheath "crimped" again. A third, iab insertion was attempted with a 40cc iab kit and the sheath and balloon were successfully, inserted. There was no reported death or serious injury to the patient. A report in delay in therapy but no harm caused to the patient. Patient outcome: patient was successfully weaned from the intra-aortic balloon pump (iabp) following cardiac surgery.